Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery with the nail in question. On (B)(6) 2019, the patient was discharged, and the patient started to work as gardener without any rehabilitation. On (B)(6) 2019, the patient fell from a stepladder, and the subtrochanteric fracture occurred. On (B)(6) 2020, the patient underwent the reoperation. The reason why the patient underwent the reoperation one and a half months after the patient fractured the bone was unknown. During the reoperation, the surgeon removed the nail and fixed the reduction with a plate (manufactured by zimmer biomet), monocortical screws and nesplon cables. After the reaming, the surgeon inserted an affixus long nail (manufactured by zimmer biomet). The surgeon inserted granule artificial bone into the cavity made after the blade removal. The surgeon commented that the fracture was caused by the lack of the follow-up after the first surgery and fall from the stepladder. The outcome of surgery and patient was unknown. Concomitant device reported: unknown tfna blade (part # unknown, lot # unknown, quantity # 1); unknown screw (part # unknown, lot # unknown, quantity# 1); unknown end cap (part # unknown, lot # unknown, quantity# 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received tfna nail is broken apart at the nail-head, between the transversal hole. Furthermore, the locking prong was found deformed. There are several mechanical damages visible on the surface. In general is the device is in a very used condition with discolorations and scratches all over. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: outer diameter head (broken part, long), outer diameter head (broken part, short) and inner diameter (broken part, long) were measured and are within required specifications per relevant drawings. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of 6 pieces was manufactured in july 2018 we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 24-jul-2018, expiration date: 01-jul-2028, part number: 04.037.226s, 12mm/125 deg ti cann tfna 360mm/right- sterile, lot number: h688410 (sterile), lot quantity: 6 . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: l894061, lot quantity: 95 part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h571505, lot quantity: 1,000 part number: 04.037.912.3, tfna lock drive, bp58, lot number: h643746, lot quantity: 80 part number: 21127, timoagri16.00, bp80, lot number: h661491, lot quantity: 2,990 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tfna nail was broken postoperatively. Concomitant device reported: tfna titanium helical blade (part# 04.038.305s, lot# h231681, quantity# 1); locking screw (part# 04.005.528s, lot# 4l28656, quantity# 1); locking screw (part# 04.005.532s, lot# l840275, quantity# 1; tfna titanium end cap (part# 04.038.005s, lot# 3l50961, quantity# 1).